Manufacturer narrative:
Qc has been within the customer's established ranges. Per customer, system checks have been passing within instrument specifications. A field service engineer (fse) was on-site (B)(6) 2011. Upon inspection, fse found all of the probes were not clean. Fse replaced the aspirate probes and main pipettor and cleaned the dispense probes. Fse also reviewed the weekly maintenance procedure with the customer. A definitive root cause could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected free t4 (frt4) result of 0.44ng/dl generated by the access 2 immunoassay system for one patient. Repeat on an alternate methodology produced a higher discordant result of 1.0ng/dl which was within the normal reference range. It is unknown if there was an affect to patient treatment.